Manufacturer narrative:
(B)(4). Eval results and conclusion: (balloon inflated above rbp, device used after its "use before date"), device component or accessory: hub).

Event description:
An attempt was made to use an amphirion deep pta balloon catheter to treat an eccentric lesion located in the anterior tibial artery which exhibited 80% stenosis. It was reported that the balloon of the amphirion deep device was inflated 3 times to 16 atms and 20 atms (which is above the rated balloon pressure) before failing to completely inflate on 4th inflation. It was reported that the amphirion deep device was inspected prior to use with no abnormality noted. It was reported that the event did not affect the pt. No clinical sequelae were reported. Eval summary: the amphirion deep pta balloon catheter was returned for eval. During the technical investigation, an attempt was made to inflate the balloon with a syringe filled with water; however, the balloon could not be inflated and the water was noticed to exit from the hub at the guide wire lumen point. During investigation it was noted that the amphirion deep device was used approx 2 months after its use before date.